Event description:
Patient called into technical support for an unrelated issue and stated they were hospitalized for an issue not related to the cycler to treatment. She reported dizziness and anemia. Follow up was completed with the peritoneal dialysis registered nurse (pdrn). According to the pdrn, the hospitalization is confirmed although she does not allege any device malfunction connection with it. She reported the patient was admitted or problems with her eyesight and dizziness and was subsequently diagnosed with a anemia, brain aneurysm and stroke. The date of onset is not known and there was no allegation of it occurring during treatment. Pd rn does not recall the dates of admission or discharge at the time of follow up. She does report the patient has been discharged home and is continuing on ccpd. The device was not returned for investigation.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical departement has received limited medical records. Clinical investigation is complete and finds the following: based on the medical record information and a review of the documentation in the complaint file, on an unknown date in (B)(6) 2014, the patient was hospitalized due to dizziness and blurry vision. During her hospital course, the patient was later found to have a brain aneurysm and stroke. The patient's pd rn reported the patient was not receiving pd using the liberty cycler at the time of the event. This event has been reported as a serious injury, although it is undetermined if there is a reasonable suspected casual relationship between the liberty cycler and the event. The liberty cycler was not returned for evaluation. A supplemental medwatch report will be submitted upon completion of the plant's investigation.